Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was not connected at the time of the alarm. This occurred during drain 3 of 3 of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient improperly disconnected from the homechoice cassette. The patient then proceeded to reconnect to the set after the alarm. A technical service representative assisted the patient with ending therapy and reviewed proper procedures with the patient. The patient planned on completing therapy using a manual exchange. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A patient improperly disconnecting from the homechoice cassette is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with evsery homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.